Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired on 3 firings across the cystic duct. The clip did not form and the instrument jammed. Another instrument was opened to complete the procedure. There was no pt consequence.